Event description:
It was reported that the external pulse generator (epg) was displaying an error code at power up. The biomed was advised to remove the battery for two minutes and power up. The lights flashed, but no rate or outputs displayed. The device is older than five years and is no longer serviced. A return form was emailed to the caller. There was no patient involvement.

Manufacturer narrative:
This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. Product event summary: manufacturer¿s analysis confirmed the customer comment of flashing lights and no rate or outputs displayed with the device, but could not confirm the comment of an error code being displayed. It was also noted that the device shut down and would not power-up on the tester, which was due to an issue with the main printed circuit board (pcb) assembly. Furthermore, analysis noted that the lower case was broken, one case screw was missing, and the battery contacts were compressed.

Event description:
It was further reported that the external pulse generator has been returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).